Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. As part of our investigation, an olympus endoscopy support specialist (ess) was requested to be dispatched to the user facility to observe the facility¿s reprocessing practice and to provide reprocessing training. To date, the ess visit has not been finalized. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the gif-xp190n with sn: (B)(4) failed multiple culture tests. The user reported that the site use the medivators dsd edge for high level disinfection however, doesn't know what detergent the site use and if a olympus brushes or not. The reporter was not aware how the scope was cultured.

Manufacturer narrative:
This supplemental report is being submitted to provide the physical evaluation results of the device and independent laboratory test results. Updated fields. The scope gif-xp190n video scope serial number (B)(4) was sent to an independent laboratory for testing and evaluation. The scope¿s air/water channel tested positive for staphylococcus epidermidis. The instrument/suction channel tested positive for roseomonas mucosa. The scope was then ethylene oxide (eto) sterilized and returned to olympus for a physical device evaluation a visual inspection was performed on the received condition. The evaluation of the biopsy channel using a boroscope and telescope test determined that there are no signs of foreign material/substance or stain inside the biopsy channel, biopsy port and suction port channel. There are no signs of foreign substance/materials/stain found with the insertion tube, bending section cover, bending section cover glue, distal end cover, light guide lens/glue, and objective lens/glue. In addition, the bending section cover glue is noted discolored at the distal end and insertion tube side. The scope passed the cosmo leak test. Per the device evaluation, there are no findings of foreign material or stains within the channels. The cause of the discoloration on the bending section cover glue is likely due to chemical damage.